Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device exhibited battery performance alert on (B)(6) 2019. It was noted that the device reached elective replacement indication on (B)(6) 2019 and end of service on (B)(6) 2019 indicating premature battery depletion. It was also noted that both leads had significant impedance drop and were not capturing at 7v. These anomalies were associated with the lack of energy on the device. The device was not able to output a true 7v of energy for capture or high voltage shock therapy. On (B)(6) 2019, the patient presented to the hospital for a device change procedure. Prior to the procedure, the device went into backup vvi operation. The device was then explanted and replaced successfully. The patient was not pacemaker dependent and was in stable condition throughout the event.